Event description:
It was reported that battery longevity anomaly was observed on the programmer and patient had lost 3-4 years of longevity upon the span of seven months. During a visit in (B)(6) 2016 the longevity was 3.6-4.1 year. In a recent patient visit in clinic the device was found to have reached elective replacement indicator on (B)(6) 2015 and end of life on (B)(6) 2017. It was suspected this was due to inappropriate programmer longevity estimate of the programmer. Upon review of the session records it was determined that the programmer miscalculated the longevity of the battery life and no sign of premature battery depletion was observed. No further information available.

Event description:
New information: manufacture date.